Event description:
The pt has reportedly experienced poor performance issues and intermittency. External equipment was exchanged and programming changes were made, however, this did not resolve the issue. The pt is scheduled for revision surgery as well as bilateral implantation of another cochlear device.